Event description:
On (B)(6) 2014, the lay user/patient¿s wife contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. On (B)(6) 2014, at 7:00 a. M., the patient woke up with symptoms of ¿sweating and tremors¿. The reporter stated the alleged inaccuracy began(B)(6) 2014, at 7:22 a. M., when the patient obtained a blood glucose reading of ¿133 mg/dl¿ with the subject meter and ¿78 mg/dl¿ with another device (accucheck aviva), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with oral medication (novonorm, metformin). At 7:25 a. M. That same day, the patient self-treated with food and confirmed he began to feel better, immediately afterwards. At the time of the follow-up call, the reporter stated that the patient tests his blood glucose ¿5-6 times a week¿ and that his normal/typical blood glucose readings range from ¿133-280 mg/dl¿ throughout the day. The reporter does not recall what the patient¿s last blood glucose was, prior to the onset of symptoms. The reporter stated that the patient did not take any action in regards to his usual diabetes management regimen in response the result obtained at the time. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the product caused or contributed to this serious injury. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs accuracy criteria.